Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at less than 6 atms. The number of inflations and to what atms is unk. The lesion being treated was a 90% stenotic lesion in a very tortuous lad. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is listed as "good."